Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens, but it jammed in the cartridge and wouldn't advance. There was no pt contact or injury. The contact stated it was unknown if there was any lens damage or why it jammed.

Manufacturer narrative:
H6: results - 100 (other): visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.